Event description:
It was reported that the lead dislodged. The physician attempted a lead revision, however there was a "bad parameter" and the leadcould not be fixed well, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the inner insulation. Both the proximal and distal conductors were kinked/buckled and through visual summary, it was noted the lead had apparent explant damage. (B)(4).